Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain, loss of range of motion, bone/tissue damage and metallosis. Additional information received in patient medical records reports the patient was revised due to squeaking, elevated metal ion levels, and discomfort. Revision operative notes report synovial and tissue staining and cloudy, yellow synovial fluid. Superficial scuffing of the head was present. The head was removed and replaced. Additional medical records were received and revealed patient¿s blood was tested on (B)(6) 2013 and patient underwent a MRI on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records reveal the patient underwent a second revision on (B)(6) 2014 due to fracture of poly liner. The head, liner and cup were removed and replaced with a biomet head and a competitor's cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2013-04181, 2015-00001 and 00032).